Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, small blue particles fell into abdomen from the seal of the device, during the procedure. The surgeon retrieved all the pieces, and continued to finish the case. No injury to the pt was reported.